Event description:
It was reported that when using the bd pyxis¿ es server, patient was admitted on station but showed as discharged. Customer tried to readmit; the system displayed the message as "patient cannot be reversed readmit as the reversed discharge timeframe has elapsed". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient could not be readmitted because the reversed discharge timeframe had elapsed. A technical support specialist (tss) informed the customer to update the reverse discharge setting on station. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.